Event description:
It was reported that the patient experienced pocket stimulation at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced. Post-operatively, the pocket stimulation had resolved and stimulation therapy was restored.